Event description:
It was reported by service report that the head section was drifting down very slowly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting.